Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the leg, which is off label usage of the device, on 07-24-2023. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).